Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that the time and date of the hospitalization was (B)(6) 2016 at 4:08pm. The customer stated that they had symptoms of high blood glucose such as nausea. The customer stated that they were treated during hospitalization. The insulin pump will not be returned for analysis.